Event description:
The device (forceps cev136 bipolar 350mm gayet) was returned to mxi for service <(>&<)> repair. There was no reported patient impact.

Manufacturer narrative:
(B)(4). Analysis of the device (forceps cev136 bipolar 350mm gayet) indicated that there is an electrical leak. The leak is most likely caused by a coating defect on the instrument. It was also noted that the handle of the instrument rubs during use. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).